Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels 329 mg/dl and addressed the bg level with a correction bolus. The customer was unsure of the cause of the high bg level. The customer declined to troubleshoot.